Event description:
The customer reported via phone call that their backlight was defective. Customer stated their back light would not turn when trying to input their carbohydrates. Customer's blood glucose was 451mg/dl. The customer has treated their blood glucose with the insulin pump. Customer reported their back light was functional after troubleshooting. The customer was advised to monitor their insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.